Event description:
At 9:30 am rn informs that pt died of cardiac arrest in his sleep. Phone call was received from manufacturer requesting we send pump to them, because the pt who had it died today and mfg wanted to examine the pump.